Manufacturer narrative:
(Method code b17 has been changed to b20.) The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Additional information has been provided in a.3.a, b.3., b.5., b.7., d.6.a., h.3., h.6., and h.11. The product was not returned. Photos were provided of the lens inside the eye. Two metal instruments are visible on the lens in each photo. Two glare areas were observed from the overhead lights. The appears to be a solution or irrigation bubble visible in the eye. The optic edge appears to be damaged (nicked) on the anterior in the vicinity close to one haptic/optic junction. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified viscoelastic was indicated. Based on our observation of the attached photos, the optic edge was nicked. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The initial report description indicated that the implanted iol was slightly damaged on one side. The surgeon decided to leave the iol in the patient's eye (the damage is peripheral so that the patient is not disturbed). The serial number was not provided for this sample. The lens remains implanted. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that the implantation was a bit tricky. Surgeon thought that the event can be attributed to quality defect iol or cartridge perhaps poorly inserted (preloaded).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, they noticed lens was implanted, the implantation procedure felt a bit awkward, with the result that the implanted iol was slightly damaged on one side. The surgeon decided to leave the iol in the patient's eye (the damage was peripheral so that the patient was not disturbed). Additional information has been requested.